Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer treated the high with the pump and overdosed themselves and had a low blood glucose value. No treatment was mentioned for the low. Pump was used within 48 hours of the high and low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and low blood glucose events. The customer also received a change sensor alert and reported the insulin pump was overdosing the insulin. The current blood glucose value was 455 mg/dl and the large amount of insulin was administered and the blood glucose level was forced down to 22 mg/dl. The customer reported hyperglycemia and hypoglycemia. The event involved product mmt-1886. Troubleshooting was not performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high or low blood glucose event. It was unknown whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return will be required for mmt-1886